Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and found bubbles in the na electrode, and the bent sample probe. The fse replaced the na electrode and the sample probe to resolve the issue. The fse performed ise verification, integrity assessment checks, calibration, and quality control, which all passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for sodium (na) on their dxc 600 pro clinical chemistry analyzer. The customer did not report the patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.